Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported a patient presented to the emergency room following ventricular fibrillation arrest. The right ventricular lead delivered several shocks but there was no energy in the shocks so the rhythm was not converted. The patient was converted to sinus rhythm through external defibrillation. Low lead impedance was also noted in post-episode measurements. The patient passed away later that night on (B)(6) 2021.